Event description:
The reporter contacted animas on (B)(6) 2013 and stated that after the patient went swimming, moisture was noted in the battery compartment and the pump powered off. The reporter denied damage to the battery compartment or cap. This complaint is being reported because the power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed several power reboots. Corrosion was found in the battery compartment. No damage was found to battery cap; the battery cap was able to tightly secure to the pump. The pump successfully powered with no alarms. The pump was exercised for 24 hours with no alarms or power issues noted. The battery cap contact was found to meet all specifications. No leaks were noted during leak testing. The pump was opened and no damage was found to the power circuit and no moisture was noted inside the pump.